Event description:
It was reported that the colonovideoscope tested positive for >3 colony forming units (cfus) of pseudomonas aeruginosa, escherichia coli and klebsiella aerogenes on (B)(6) 2025. The scope was retested on (B)(6) 2025 and was tested positive for 4 cfus of klebsiella aerogenes and 1 cfu of citrobacter freundii. The issue occurred during set up/inspection with no reports of patient involvement. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This report is related to mfrs: 18800 (2/4), 18396 (3/4), and 17735 (4/4). This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: instrument/biopsy/suction channel, cfu: 1cfu, bacterial identification: micrococcus luteus. Sampling from: auxiliary water channel, cfu: 2cfu, bacterial identification: bacillus species, niallia circulans. Sampling date: oct 16, 2025, sampling from: instrument/biopsy/suction channel, cfu: 1cfu, bacterial identification: paracoccus yeei. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.